Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported passed out due to low blood glucose and fell. Pump was hit to the wooden floor and got damaged. Blood glucose value at the time of event was 47 mg/dl. The customer was treated with fruit juice and sweets. The event involved product(s) mmt-342, mmt-1884l, mmt-442ag, mmt-7040ma. Troubleshooting was partially performed for hypoglycemia. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for cosmetic damage. Customer confirmed pump had a damage at battery compartment and it was affecting the functionality of the pump. Battery kept on dying out due to the crack along the battery compartment. No further patient complications were reported. No product return is required for mmt-342. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-442ag. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below section with this follow-up report. 1. Section b3 - event date has been changed from 05-jul-2025 to 06-jul-2025. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0875 inches. The thump and carelink software was utilized and downloaded trace/history files properly. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. Pump received with normal operating currents. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump battery cycle 53.0 received the lowbatteryalert (104) on (B)(6) 2025 23:15:00 faster than expected at 0.03 days. Battery cycle 31.0 received the lowbatteryalert (104) on (B)(6) 2025 12:52:00 faster than expected at 0.78 days. Battery cycle 18.0 received the lowbatteryalert (104) on (B)(6) 2025 04:45:00 faster than expected at 0.36 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. On the primary svn#: (B)(6) and related svn#: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date 05-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. On the primary svn#: (B)(6) and related svn#: (B)(6) event date of 05-jul-2025, there are no unexpected alarms/suspends recorded in the formatted history file. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.7 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Unable to verify customer alleged for low bgs. Customer alleged not confirmed for pairing issue between pump and transmitter. Cosmetic damage was confirmed at the case corner of the belt clip rails near the battery compartment and battery tube threads. Customer alleged confirmed battery keeps on dying out or unexpected low battery alarm in the pump history, problem isolated to the electronic assembly. Unexpected battery power loss was confirmed, suspecting hardware issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.